Event description:
Philips received a complaint on a m3140 info cntr low acuity rel n.0 system had no sound. The sound was set 6, but no sound. It was unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer. Per the rse, the customer biomedical engineer (biomed) restarted the device; this restored the sound on the device. The reported problem was confirmed. Based on the information available, the cause of the reported problem was not able to be determined. The device was operational after the biomed restarted the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).